Event description:
The customer reported that the system will not complete boot up. The system shuts down half way through boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a connector on the hard drive. System operates as intended.